Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump display went blank. After the procedure was finished, the roller pump was unplugged and then the display came back on. The device was not changed out and central control monitor (ccm) was used instead. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.